Manufacturer narrative:
Product ID: 3487a-33, lot# v029384, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead; product ID: 3487a-33, lot# v029384, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. (B)(4): analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. (B)(4): analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs in reference to # {after pmr. Referencing the #0 electrode} electrode. The ins output was tested at the distal end of the returned lead and no output was observed on all electrode pairs. Eval code method applies to the following serial numbers (s/n: (B)(4)). Eval code results: applies to the following serial numbers (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too frequently. With her last ins, the patient could charge once a month. With the replacement ins, she had to charge two to three times a week. The patient charged every three to four days; she was keeping a diary of charging and had to charge every fourth day. It didn¿t seem like the ins was holding the charge, and when charging it got hot and the thermometer screen came up. The patient would be charging four to five hours and get the thermometer screen. She would stop charging and let the recharger cool down before she would start to charge again. It was noted that how long it took to charge the ins depended on the level of charge in the ins when the patient started charging. The patient said her children compared charging the ins to an updated cell phone that you had to charge every day because you use it more often and the technology is more advanced. The patient mentioned that this was her third ins and she has not had these problems in the past. The patient didn¿t think this was normal and was concerned. It was noted that the patient had three leads implanted and had only used two with her other ins. The patient said this was the first time she used all three leads, and she was wondering if this was causing these issues. It was noted that the patient had not recently had the need to increase parameters; she hadn¿t increased stimulation and didn¿t have high density settings available. The patient mentioned that she was having another issue in her back on the fourth and fifth lumbar vertebrae (l4 and l5) that was like a marble and the patient could feel the lead. The patient was concerned about this and said the physician directed the patient to contact the manufacturer on (B)(6) 2017. The patient inquired about meeting with a manufacturer representative (rep) in the office, and the patient noted that she had a rep¿s phone number but didn¿t want to bother her. The patient had contacted the rep to set up a visit, but the rep wasn¿t sure about her schedule. The patient did not specify if she made the rep aware of the issues. The patient was to try the rep to see about setting up an office visit. The patient noted that she moved around a little while charging, but she tried to limit her movement so she wouldn¿t lose the coupling bars; she liked to make sure she had full coupling. The patient was redirected to follow-up with a healthcare professional (hcp) to discuss settings, charge frequency, and the patient¿s concerns. The charging too often and thermometer screen occurred since implant. The issue in the patient¿s back on l4 and l5 that felt like a marble, the patient being able to feel the lead, and the patient being concerned began on (B)(6) 2017. It was noted that the patient saw a physician on (B)(6) 2017, and that a different physician was the patient¿s managing hcp. Additional information was received from the patient. It was reported that nothing had been done to resolve the issues. It was noted that the patient weighed 129.5 pounds, but that the patient¿s weight had nothing to do with why her unit wasn¿t working properly. The patient was very thin, tall, and very active. The patient noted that this was her second of the manufacturer¿s units and that she was experienced in the use of her system. The patient was told to see her doctor. She did see her doctor who told her to call the manufacturer. The patient reported that all her doctor could do was replace the unit if it was defective, and that he could not repair or figure out what the problem was, only the manufacturer could. The patient noted that some new parts can be defective and that the manufacturer may have defective parts and units. The patient needed to figure out what the problem was and she did not want to have another operation if the problem could be fixed through programming, antenna replacement, or so on. The needed to know what to do next.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had lab work done to determine if an infection was present and was going to be following-up with their physician on (B)(6) regarding the heating while recharging. It was currently unknown if the issues had been resolved, what was done to resolve them, or if an infection was confirmed. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she thought the implant was dying faster than before and she wasn¿t getting a full charge when charging. The patient stated it used to take about 2 hours and 15 minutes per quartile but now it only took 15 minutes to charge 25% and 30 minutes to charge 50% and she thought it had gotten worse. The patient mentioned the recharger only used half the battery when charging the implant from 0% to completely full and thought there was something wrong with the recharger as well. The patient noted having burning and hot sensation when charging and was continuing to work with her healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was experiencing discomfort when recharging but noted that patient feels implantable neuro stimulator (ins) is heating up when recharging. The rep stated it gets so hot that the patient will have to take antenna off after 1.5-2 hours of recharging. The rep stated the site will then become red and inflamed. The rep stated that the patient is on traditional settings and charges every few days. The patient does not see the thermometer icon when they recharge. The patient did not mention any falls or trauma to the area. The patient is meeting with the manufacturing representative (rep) on (B)(6)2017. No further patient symptoms or complications were reported in this event. Additional information was received from the rep. It was reported that the rep is meeting with the patient again on to address the implant site being hot when recharging. The health care professional (hcp) will l also check the site to make sure there is not an infection. Pocket site looked fine per manufacturing representative (rep). The manufacturing representative (rep) did say that the patient getting too hot message on the recharger, thus recharging stops and patient is taking long to recharge as a result. Impedance check resulted to normal readings 700-900 ohms. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information from patient was received. It was stated the patient complaining of burning. It was noted the action were taken to resolve the issue was replacement and the issue was resolved at the time of this report. Additional information from rep was received on may-14-2018 stated that representative was aware of the burning sensation on the day of the replacement, and rep was notified the burning during preop. It was stated the cause of battery burning was unknown, rep was sending the battery back to be examined. The troubleshooting was performed related to battery burning was explant, and the type of procedure was ins replacement and lead revision. The date of revision occurred was on (B)(6)2018, and device would be returned for analysis. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient wanted to know how to go about testing if her device was defective; patient services reviewed that the device needs to be sent back for analysis. The patient reported having problems since implant. The patient mentioned that she had a growth in her spine which was a marble shape and it was just growing down her lead wires. The patient said she felt a lot of pain right across the bottom of her back from one side of her body right where the ins is over to the right side of her body. The patient stated that the growth/pain was there since the unit was put in and also like 30 days after it was put in; the patient said that it kept growing and kept getting bigger and bigger and it was very painful. The patient told her hcp and rep on the day of the report that it was hurting her, she was in bed for 30 days, she could not walk for 2 weeks, she was slithering around like a snake on the floor because she could not feel her legs, they hurt so bad and she could not live like this and wants the unit out. The patient also reported that only when charging the ins gets hot and every 5 minutes she was icing it down because that's how hot ins was. The patient said 50% of her battery was dead, it took 5 minutes to charge 25%, 30 minutes to charge 50% and it was not doing what it is supposed to be doing. The patient said that replacement rechargers and antennas stopped the heat and there was no more hot when she charges. The patient believed that because it was going on for so many months where the battery was, that it being so hot it did other damage inside her body; the patient thought the ins being so hot for so many months might have caused the growth inside her body because it is right off the lead wire and now it was growing down the lead wire and every time she charges it gets bigger and bigger. The patient expressed again that she would like to take the unit out.

Manufacturer narrative:
Concomitant product(s): product ID: 3487a-33, lot# v029384, implanted: (B)(6) 2007, product type lead product ID: 3487a-33, lot# v029384, implanted: (B)(6) 2007, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4). Product ID: 3487a-33, serial/lot #: (B)(4) . Product ID: 3776-60, serial/lot #: (B)(4), ubd 2011-jun-11, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated she was still experiencing burning over the ins site while charging. The patient stated last night she had to run and get ice to ice herself down. The patient stated she had stopped charging altogether. The patient stated she was working with a healthcare provider and was scheduled to have surgery on (B)(6) 2018 to possibly "pull this out." Patient services reviewed a new recharger and antenna had already been sent and to continue working with their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative. The rep reported the patient was still having issues. The recharger was getting hot, leaving redness on their skin like a sunburn sensation. They took their temperature with their own thermometer, and it was (B)(6). The caller stated that the patient was not using the belt, because it moved. They used their underwear or leggings to hold it in place. The importance of not insulating the recharger was reviewed by technical services. A replacement recharger was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins found the battery capacity had been reduced by prior overdischarge events, however recharge testing could not confirm the allegation of excessive heating during recharge. If information is provided in the future, a supplemental report will be issued.